Event description:
It was reported that during follow-up there were pacing problems. The magnet test revealed irregular pacing in the atrium and none in the ventricle. The device could not be interrogated through the programmer. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).